Event description:
Health care professional reports 11 pt's were noted to have toxic serum lead levels. 6 of the 11 pt's developed symptoms of weakness and abdominal pain. One pt developed gillian barre' syndrome, the pt was recovering in a rehabilitation facility at the time of this report. The health care professional does not believe the hemodialysis device caused or contributed to these events. The health care professional reports that high lead levels were found in the central batching acid system tank.